Manufacturer narrative:
The device was not returned to olympus. The sbc was unable to confirm the reported issue, since the item was not returned to olympus. The event description describes wire breakage at the distal end of the electrode. The damage to the product was detected during the procedure. The broken fragment of the loop fell into the patient¿s body but was localized and retrieved. No patient injury/health damage was reported. Furthermore, the customer confirmed that this single-use electrode was reprocessed and used several times. The customer¿s behavior represents an interference with the safety of the device and may cause infections. The reported issues are most likely attributable to wrong handling by the customer. The customer reprocessed and used this single-use electrode repeatedly. As a result, the loop at the distal end of the electrode may wear out during use and may break, burn or melt. Furthermore, the repeated reprocessing and use of a single-use may lead to contamination. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that on nov 23th, during hysteroscopic myomectomy, the wire at the distal end was broken and fell into the patient's body. The falling part had been removed. According to the feedback from the hospital, the device has been used many times, and the fault occurred in the fifth use. There was no harm or user injury reported due to the event.